Event description:
It was reported the quantum 2 system caused the eliminator 90 arthrowand to spark intra-operative. The physician indicated a grounding pad was used during the operation. No pt injuries or complications were reported as a result of this event.

Manufacturer narrative:
The pt's age, gender and weight were requested but not received. According to the section entitled "precautions" in the manufacturer's instructions for use, a grounding pad should not be used with the quantum ii system. Reference manufacturer report: 9019871-2012-00065.